Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the foam detaching from the container was determined to be inconclusive. One photograph of a sitescrub was returned for evaluation. An initial visual observation of the photograph showed the top label of the sitescrub. The foam fingers could not be seen in the returned photograph as the label was covering the inside of the container. Consequently, this complaint inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that the foam appeared to have broken off while using a site scrub device. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that the foam appeared to have broken off while using a site scrub device. No other information was provided.